Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented for scheduled procedure. During procedure, it was observed that the set screw of implantable cardioverter defibrillator (ICD) fell off track and could not be seated into the groove. Attempts to reposition the screw were unsuccessful due to misalignment. The ICD was ultimately not used. Patient condition was stable.